Event description:
Per the clinic, the patient developed recurrent infection at the implant site. The patient was treated with oral antibiotics on (B)(6) 2014. On (B)(6) 2014 the abscess was drained and the skin around the abutment site was debrided. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.